Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical products: unknown screws, part# ni, lot# ni. (B)(6). The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported a custom temporomandibular joint prosthesis on the right side will be removed approximately five (5) years following implantation due to posterior dislocation of the joint. The surgeon suggested that the condyle component of the implant is angulated too posteriorly. The device will be replaced with a newly designed custom implant. The surgery is not currently scheduled at this time. No additional patient consequences have been reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed because a revision surgery is planned and a new custom device was ordered. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The design and manufacturing vendor was notified of the complaint and conducted an investigation into the cause. The scans that were used to create the replacement fossa, tmjpm-2941, confirmed poor alignment. The design review concluded that the fossa design adhered to design requirements. The DHR for this device was reviewed; no non-conformances were found. There are no indications of manufacturing defects. For all patient matched tmj products (tmjpm-xxxx) in the previous one year (from the notification date) regarding dislocation, there is a complaint rate of (B)(4). The most likely underlying cause of the complaint could not be determined but it is possible that due to the nature of tmj disease, the dislocation is a result of the patient's anatomy changing over the 5 year implantation period. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.